Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), menorrhagia ("excessive and abnormal bleeding during menstruation/clotting during menstruation"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("rashes"), abdominal distension ("severe bloating"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), dysgeusia ("metallic taste in the mouth") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue, weight increased, rash, abdominal distension, feeling abnormal, anxiety, mood swings, dysgeusia and anaemia outcome was unknown. The reporter considered abdominal distension, anaemia, anxiety, dysgeusia, fatigue, feeling abnormal, headache, menorrhagia, mood swings, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.